Manufacturer narrative:
Date sent to FDA: 9/3/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article that the patients underwent a study to improve the results of surgical treatment for inguinal hernias using tapp and mesh was utilized. The patient may have experienced seroma, hematoscheocele and inguinal hernia relapse. These complications were eliminated by nonsurgical methods. No additional information has been provided.